Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. We are unable to confirm the complaint reported, samples returned were from used, damaged condition. The adhesion testing of the skin adhesive passed without any issue. The root cause of the reported issue was not able to be determined. No corrective actions were required since root cause can't be determined, the likelihood of this condition being observed is low and could be caused for incorrect manipulation of the product. No problems or issues were identified during this device history record review. E4: initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the catheter's needle is bent. No patient injury was reported.